Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the device did not form complete staples on the first firing on small bowel. Had to re-transect and open another device. No patient impact.